Event description:
It was reported that balloon rupture occurred. The patient underwent left heart percutaneous coronary intervention. A 3.00 x 32mm synergy xd drug-eluting stent was advanced and deployed for treatment. However, during the initial inflation to deploy the stent, the balloon of the stent delivery system ruptured. The device was removed completely from the patient and the procedure was completed with a non-compliant balloon catheter. No patient complications were reported.